Manufacturer narrative:
Hardware low level failures alarm (variableinfo=3) confirmed in the pump history and during self test due to broken trace.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device had a hardware low level alarm. The customer¿s blood glucose during the incident was unknown. The device failed troubleshooting. The device will be returned for analysis.